Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, a long (2.5mm) blemish was observed, central anterior on the iol. Attempted to aspirate the blemish was initially with irrigation and aspiration and did appear to remove some of the blemish. A central scratch still appeared and physical contact with sinsky type instrument was used to try and remove blemish, as well as continued aspiration, but was not effective. Lens was then exchanged. Additional information was received stating the blemish on the iol was located on the central anterior side. It was originally an approximately 1.5-2.0 mm blemish in a line. After copious irrigation and manipulation trying to remove, some of the blemish was removed; however, an approximate 1mm line was still on the iol and could not be revived.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A photo was provided of the lens in the eye. The lens is a single-piece, multifocal toric. A dark mark is observed near the center of the lens. Unable to determine if this is a crack or a scratch from the photo. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Company foldable intraocular lenses are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).